Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been serviced in the past. Event log recorded report error too many times. Visual inspection found no bubble on downstream occlusion (dso) seal, but found cassette not attached alarms. The cause was the dso sensor. The dso sensor was replaced to resolve the reported error, and the device passed all functional tests after the repair.

Manufacturer narrative:
B3 unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached properly and that the pump exhibited a downstream occlusion. No adverse patient effects were reported by the customer.